Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported bad keys on keypad which was reproduced. Evaluation observed a delayed keypad response during testing. The reported condition was verified. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had bad keys on the keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.